Event description:
Subcutaneous leakage. The indwell time was 2 days. Upon infusion, subcutaneous leakage occurred.

Manufacturer narrative:
The complaint of a subcutaneous leak is unconfirmed. A winged infusion set was returned for eval. A microscopic exam (20x) shows the needle just distal to the plastic elbow is severely bent. The needle tip is blunted. At this time, the mechanism of damage is undetermined. During hydraulic pressurization, no leaks was observed emanating from the winged infusion set. Gross visual and microscopic exams and functional testing showed no evidence of a defect or deformity related to the mfg process. The port was not returned for eval. Proper dressing and monitoring of the access site, along with careful needle selection (size and length) can prevent this failure. The product IFU provides narrative and illustrative descriptions for accessing a bard port. This may be an access technique issue. A chr is not possible, as no mfg lot # info has been provided by the complainant.